Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failure is attributed to component failure ¿ specifically, an expected or random failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the bronchofibervideoscope was found to have a detached adhesive on the a-rubber. No patients were involved in this event.